Event description:
The lay user/pt contacted lifescan (lfs) in 2008, alleging inaccurate high readings on her one touch ultra 2 meter. A medical affairs specialist (mas) sent f/u questions and obtained the following info: one day prior, at 9:30 pm, the pt tested her blood glucose and obtained a 371 mg/dl and took 6 units of insulin (based on a sliding scale). At 10:18 pm, the pt tested her blood glucose and obtained a 373 mg/dl. She felt insecure about the reading and retested and obtained a 264 mg/dl and took 4 units of insulin based on the 264 mg/dl result. She did not exhibit any symptoms with these elevated readings. At 0:12 am the pt was shaky, sweaty and her eyes were flickering. The pt's daughter was in her mother's room at the time and woke her mother up and gave her coke. Pt felt better immediately after drinking the beverage and her daughter tested her mother's blood glucose and obtained a 35 mg/dl. Further medical intervention was not necessary. At 3:22 am, the pt tested her blood glucose and obtained a 249 mg/dl and did not exhibit any symptoms. It is unk on whether or not the pt administered any medication at this time. At 5:22 am, the pt exhibited the same symptoms as mentioned earlier, and the daughter tested her mother's blood glucose and obtained a 32 mg/dl and treated her mother with a beverage. The pt felt better soon after the beverage and did not seek any further medical intervention. At 6:19 am, the pt's blood glucose was 176 mg/dl and a 174 mg/dl at 10:17 am. The pt did not contact her physician for assistance. She mentioned that before 2008, her readings have always been within range (100-200). The test strips were in good condition and not expired. A qc test was not done, since the pt did not have any control solution. The pt has had the meter since 2006 and tests her blood glucose about 5 times per day. She bases her insulin on meals or meter results. Customer care advocate (cca) sent the pt a replacement meter. The complaint is being reported because the pt reported that she became hypoglycemic after taking insulin based on the meter results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.